Manufacturer narrative:
Device was used for treatment, not diagnosis. (B)(4). Device is an instrument and is not implanted/explanted. Device is not expected to be returned for manufacturer review/investigation. Subject device has not been received. Without a lot number, the device history record review and the investigation could not be completed; no conclusion could be drawn. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes on an event in (B)(6) as follows: it was reported that the item broken on first use. This complaint involves one part. This report is 1 of 1 for (B)(4).

Manufacturer narrative:
Part 357.417, lot 6844948: release to warehouse date: april 30, 2012. Supplier: (B)(4). No non-conformance reports were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of this product that would contribute to this complaint condition. The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: a product investigation was completed: the complaint condition is confirmed. A visual inspection, complaint history review, drawing review, and risk assessment review were performed as part of this investigation. The returned parts were determined to be suitable for their intended use when employed and maintained as recommended. Per the technique guide, the returned instrument is one of three instruments (part numbers: 357.406, 357.417 and 357.427) for use to engage the preassembled locking mechanism in titanium trochanteric fixation nails (tfn) to lock the rotation of the head element. The tfn system is intended for the intramedullary fixation of proximal femur fractures. This information is provided per the titanium trochanteric fixation nail system technique guide. The returned screwdriver was received intact with the shaft slightly cracked along the flexible shaft. The crack is located approximately 98.28mm from the distal tip. The balance of the screwdriver shows surface scratches consistent with use and is in good condition. The complaint conditions is confirmed but cannot be replicated as the device is already cracked. The complaint is confirmed. The returned condition is consistent with the result of excessive torque. The root cause cannot be definitively determined without additional information regarding the conditions at the time of the damage; the complaint condition is most likely the result of the method of use and/or prior handling. During the investigation no product design issues or discrepancies were observed that may have contributed to the complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.